Manufacturer narrative:
Address line: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was cracked which resulted in a leak. At the time of this issue, the patient was receiving an insulin drip and it was discovered that the tubing was cracked prior to the first port. A baxter pump was in use when the issue was discovered. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.